Event description:
Per the clinic, the patient experienced a skin breakdown and an infection had developed at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.